Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, the battery longevity was checked and found to not be within expected longevity performance. The device remains implanted and will be closely monitored.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and high current drain was observed. The high current drain was traced to an anomalous transistor. The root cause of the premature battery depletion was due to an anomalous transistor.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes the device was explanted.